Manufacturer narrative:
The analyzer was within quality control specs with respect to controls (accuracy) and reproducibility (precision). Controls were run before this event and were within acceptable ranges. Raw data was requested but was not provided. On (B)(6) 2010, the field service engineer (fse) performed instrument verification. The customer performed reproducibility on this instrument with a random sample and all parameters were within 10%. The customer also performed reproducibility with 5c control and all results were within normal limits. The root cause is unk; however, the instrument did generate flags to alert the operator to further review the specimen. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. This MDR represents event 2 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2010-00019, 01009.

Event description:
Customer reported erroneous test results were obtained for one pt when using the coulter lh 500 hematology analyzer on (B)(6) 2010. The red blood cell parameter was low and the mean cell volume was high. There was an instrument generated message. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 3 events reported by this customer for this pt with two different analyzers on three different dates.